Manufacturer narrative:
It is suspected that a fire may have originated inside the analyzer after a sysmex (B)(4) representative observed wires that appeared to be burnt. The analyzer is being sent to the manufacturer for further investigation to determine the root cause of the event.

Event description:
A user of an xn-10 analyzer in china reported a fire starting inside the analyzer. The user noticed the fire immediately and used a fire extinguisher to put it out. No one was injured or required treatment during this event. This event is being reported because of the potential for a serious injury if this incident were to reoccur. The investigation is ongoing. A root cause has not been determined.

Manufacturer narrative:
Final investigation determined that the master valves (mv) that control the movement of reagents through the system developed a leak over time. The design of the seal within the master valves may not have allowed for sufficient control of fluids within the valve. The protective sheet intended to cover electronic components was misaligned, allowing salty reagent solutions to reach electronic components. Root cause was a sequence of events that caused a salt bridge at the solenoid valve (sv) connector that allowed current to continue flowing, causing heat and ignition. The solenoid valve wiring bundle was routed from above, and lay on top of the protective sheet, so leaking reagent traveled down the wiring to the solenoid connector. This was the ignition point. A field corrective action will be performed on all xn-series analyzers. Service engineers will be visiting each site to align the protective sheet, reroute the wiring bundle under the sheet, clear any salt deposits from electronic parts if present, and replace any leaking master valve seals. Additionally, any master valves that may be susceptible for leakage will be replaced.